Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that insulin pump was broken and customer was swimming in river. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.